Event description:
New information received states the lead was explanted and replaced. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic after receiving a vibratory notifier, multiple noise episodes were observed on the near-field sense and far-field sense channels. The device aborted a charging shock for a couple of oversensing episodes that were detected in the ventricular fibrillation zone and the rhythm returned to sinus. Noise was reproducible. Lead extraction was recommended. No further information is available.